Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Unique identifier: (B)(4). The customer declined ge service. No repair information available.

Event description:
The hospital reported the unit had a loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no report of patient injury.